Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the backup battery fails testing. No patient involvement.

Manufacturer narrative:
Customer did not approve repair. No parts replaced.